Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture and separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during use in a vein the 7 mm x 60 mm fox balloon ruptured and detached, remaining in the anatomy. Unsuccessful attempts were made to retrieve/snare the detached fragment; the fragment remains in the vessel. There was no reported adverse patient sequela. No additional information was provided.